Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem associated with the patient side manipulator (psm). An error message of 22003 was generated in the da vinci system logs, pointing to a suspect potentiometer. It was determined to replace the affected arm to correct the reported problem. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm failed the weighted brake drop test. The axis 1 brake and axis 2 brake were replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.